Manufacturer narrative:
A patient is experiencing a deep poking/stabbing sensation at the ipg site when the ipg is on was reported to abbott. Patient had a fall. The lead was explanted and replaced. The ipg was not replaced. Therapy has been restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
Related manufacturer reference number: 1627487-2019-14347. It was reported that the patient is experiencing a deep poking/ stabbing sensation at the ipg site when the ipg is on. The patient underwent surgical intervention wherein the lead was replaced on (B)(6) 2019. Issue had resolved.